Manufacturer narrative:
Corrected data: report sent to notified body -unchecked. The reported event of loss of therapy and high impedance was confirmed. As received, the octrode lead had all its internal wires broken, that would cause high impedance and loss of therapy.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Date of event is estimated. Reporter phone number (B)(6). Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.